Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately fifteen (15) minutes into the treatment with a polyflux 170h, the patient experienced chest tightness. Medical intervention included oxygen administration. The dialyzer was replaced. No additional information is available.